Manufacturer narrative:
The device evaluation was completed on 10/21/2020. The device was visually inspected and it was found reddish material and a hole on pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity from cut to sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint was confirmed. The root cause of the hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that the physician believed the force readings for the catheter were not accurate. The catheter was removed from the body and after inspection, it was discovered that there was "red stuff" inside the tip of the catheter, where it is normally silver. The catheter was replaced and the issue was resolved. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. It was reported that the carto 3 system was operating per specifications and was not responsible for the product issue. In addition, it was reported that the catheter has been determined to be the root cause of the complaint reported. The procedure was continued. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The foreign material material in the pebax was assessed as not MDR reportable. There was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on 10/14/2020 it was observed that there was reddish material and a hole on the pebax. The hole on the pebax was assessed as an MDR reportable issue. The awareness date for this lab finding is 10/14/2020.